Event description:
A pt reported blood glucose results of "92 mg/dl and 61 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip test passed within specs. The meter, test strips, and control solutions are being replaced.